Event description:
This is report 1 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The action taken with dianeal therapy was not reported. The patient was hospitalized for the events. The cause of peritonitis was not reported. Treatment was not reported. Outcome was not reported.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number: h13c24017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).